Event description:
It was reported that the pta balloon would not retract through the 7f sheath after the second deflation. The pta and sheath were removed as a single unit. Another pta balloon was used to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The lot number for the device has provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR for eval. The investigation is currently underway.